Event description:
The manufacturer received information alleging a ventilator was shutting off. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had previously reported an allegation of a ventilator shutting off. Further information provided by clinical manager of durable medical equipment company states that no problem was found with the device.